Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device implant is now manufactured by (B)(4), formally by (B)(4), my lot number is 915887. This device has a three year shelf life, however, I do not have that expiration date. The onset of some of my complaints started immediately after the procedure and further evaluation was done throughout 2012 through now, 2015. This is a list of my side effects and symptoms that I have experienced due to essure. Bleeding immediately after the procedure, noticed tingling in back and hands, severe pain in lower back, sensation of water run down legs and onto feet, pain in upper and lower extremities, pelvic pain and a random stabbing feeling in pelvic area, pain/discomfort during intercourse, vaginal discomfort/itching/burning and irritation and had to have a biopsy of the vulva, vaginal dryness, tremors/involuntary movement, speech and vision problems. I've had symptoms that mimic an autoimmune disease. Blood shows positive/elevated aso titer and inflammation. I have been seen by 8-10 doctors. I was evaluated for ms, which was ruled out. I was hospitalized because of the symptoms for possible stroke, but ruled out. I was told I may have young onset parkinson's disease which was ruled out as well. I have been scheduled for a hysterectomy due to essure. The device is still inside of me, but will be removed (B)(6) 2015.